Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on june 4, 2007 and the office of FDA was informed of this action on june 6, 2007.

Event description:
A kimberly-clark sales representative provided the following report: "dr. Crock has used a couple of the oral curved tubes and has noticed a kinking issue on longer procedures. He was going to try to reinforce with tape." There was no report of patient injury. There are no details provided about the patient other than it involved a child based on the size of the product. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.